Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient wants a bilateral replacement with non allergan devices."

Event description:
Healthcare provider reported "simple cysts in the left side." Device remains implanted. Healthcare provider later reported "periprosthetic fluid." "Circumscribed round hypoechoic image of 0.5 cm in the left axilla " was found to be not device related.